Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/17/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the upper buttocks, on (B)(6) 2016. It was reported that calibration was performed while the error reading symbol displayed. No additional event or patient information is available. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.